Manufacturer narrative:
The device was not returned for evaluation. The reported event could be confirmed based on the photo received. The device was not returned. However, a photo confirming the reported event was received. In the photo, surface abnormality, most probably corrosion, can be seen on four plates. Only the back of the plates was visible in the photo, hence, the lot # could not be identified. Despite the requests made, the number of cleaning/sterilization cycles the devices underwent, as well as the method and products used for cleaning/sterilization were not communicated. Such information and the return of the devices would have been essential to determine the root cause of the reported event. Without more accurate information, a detailed investigation was not possible. It must be noted that the instructions for use and the instructions for cleaning, sterilization, inspection and maintenance clearly indicate the method, the products and the steps required for successful cleaning and sterilization of such devices. If these instructions are followed correctly, corrosion is unlikely to occur, regardless of the number of cycles. Furthermore, it must be noted that no similar complaint has been previously reported for such devices. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported : ''the products have surface abnormalities (corrosion).''

Manufacturer narrative:
The device was not returned for evaluation. The reported event could be confirmed based on the photo received. The device was not returned. However, a photo confirming the reported event was received. In the photo, surface abnormality, most probably corrosion, can be seen on four plates. Only the back of the plates was visible in the photo, hence, the lot # could not be identified. Despite the requests made, the number of cleaning/sterilization cycles the devices underwent, as well as the method and products used for cleaning/sterilization were not communicated. Such information and the return of the devices would have been essential to determine the root cause of the reported event. Without more accurate information, a detailed investigation was not possible. It must be noted that the instructions for use and the instructions for cleaning, sterilization, inspection and maintenance clearly indicate the method, the products and the steps required for successful cleaning and sterilization of such devices. If these instructions are followed correctly, corrosion is unlikely to occur, regardless of the number of cycles. Furthermore, it must be noted that no similar complaint has been previously reported for such devices. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported : ''the products have surface abnormalities (corrosion).''

Event description:
As reported: ''the products have surface abnormalities (corrosion).''.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.